Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380

Event description:
It was reported that the patient experienced early sign of diabetic ketoacidosis event as blood glucose (blood glucose level was 491mg/dl) and experienced headache event on (B)(6) 2026.